Event description:
It was reported that post port device implant via subclavian vein, a x-ray examination was performed and revealed that the catheter was allegedly found to be broken near the port stem. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break issue and the identified deformation due to compressive stress, naturally worn and material separation issues, as a complete circumferential break was noted just distal to the distal end of the cath-lock and the distal segment measured approximately 17.7 cm in length. Both edges of the circumferential break were jagged. The break surfaces appeared smooth and rounded, as well as granular. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified.

Event description:
It was reported that post port device implant via subclavian vein, a x-ray examination was performed and revealed that the catheter was allegedly found to be broken near the port stem. The device was removed. There was no reported patient injury.